Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review for lot 2212082 did not reveal any annotations or non-conformances during the manufacturing process related to this incident. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Product leakage through the plunger when removing the veletri additional info: there was no abnormality seen in the plunger, the person concerned doesn't recall any deformation or other. Patient use: the syringe is inserted into a homecare set for infusion. Veletri, a drug, is placed in the 50ml syringe. This infusion is used to treat a lung disease called "pulmonary arterial hypertension". Patient risk : should treatment be interrupted and/or postponed? Loss of medication. In the context of home care: how does the patient go about carrying out or continuing his treatment? He needs additional product and/or a prescription and/or someone to return to the pharmacy. No photo or sample available.